Event description:
It was reported that a pediatric patient had a closure of an eyebrow laceration and topical adhesive was used at the local emergency room. The next day he presented to the children's hospital with fever, vomiting, and reduced appetite associated with progressing swelling and erythema of the left periorbital region. A CT scan showed preseptal edema and involvement of the intraconal fat in the superior left orbit without intraconal extension. The edema and erythema had significantly worsened and an ophthalmic consultation was requested. On examination, the patient was unable to open his left eyelid because extensive left periorbital, violaceous erythema, and edema. There was rapid progression of the swelling and erythema. The swelling had progressed to involve the right eyelids, which could not be opened. In surgery, cultures and frozen sections were obtained and necrotic tissue was debrided, leaving the skin intact. The tissue necrosis and purulence were consistent with the diagnosis of necrotizing fasciitis. Six weeks after the injury, the condition had almost completely resolved.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.